Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The device is being returned for further inspection, and a replacement pump with a new serial number has been arranged.